Event description:
It was reported that the customer was hospitalized for low blood glucose levels. The blood glucose reading was 17 mg/dl. The customer stated that she was vomiting, then passed out and was unconscious. She added that her stomach got upset just before the event. The customer's doctor mentioned that keflex was not the system to treat ulcers with. The customer was taken off the insulin pump when the paramedics arrived. She was kept in observation and discharged the following day. The customer also called to report that the insulin pump had alarmed no delivery. She was experiencing high blood glucose levels at the time of the call. The blood glucose reading was 307 mg/dl. She declined troubleshooting for high blood glucose and stated that the troubleshoot for the no delivery alarm resolved the issue. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.